Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Visual inspection was able to confirm the reported event. Under visual inspection it was noticed that inflation line was detached from pilot balloon. Root cause was unable to be determined due to the nature of the reported event. DHR review was unable to be determined as no lot information was provided.

Event description:
It was reported that the customer started to use the product by replacing from the old one, and while in use, the pilot balloon was found detached. There was no patient injury reported.